Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular lead was capped and replaced on (B)(6) 2022. There was no consequences to the patient.